Manufacturer narrative:
Syringes were not returned for evaluation. Most likely underlying root cause: mlc-61: improper use / mishandled by end user. Note: manufacturer contacted customer in a follow-up call to ensure the customer's products are working as intended - able to establish contact with customer and stated she discarded syringes and will obtain replacement products from pharmacy.

Event description:
Consumer reported complaint for inaccurate dispense/aspiration of syringe. Wife is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. The syringe lot manufacturer¿s expiration date is 03/13/2022 and open vial date is 10/11/2019.